Manufacturer narrative:
The insulin pump was received with no escape button response due to corroded keypad trace. No button error alarm noted during testing. Unable to verify for reservoir alarm due to no escape button response. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer was informed that their pump was no longer under warranty. The customer was transferred to the proper channels to inquire about insurance and stated that they will call back to order a new pump. No further information was provided.